Event description:
On (B)(6) 2012, a distributor contacted animas alleging that the down arrow keypad button is unresponsive. There was no reported patient impact associated with this complaint. There is no additional information available at this time. This complaint is being reported because the alleged keypad issue remained unresolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed that the keypad was worn and detached, exposing the key contacts. A damaged keypad will permit contamination to permeate the buttons, which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The contrast, up arrow, and down arrow keypad buttons were unresponsive. The down arrow button contact was found to be inverted. There was evidence of contamination observed under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a faded/discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).